Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional details regarding the circumstances leading up to the explant will not be obtained. This is the final report.

Event description:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device.